Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2 distributor of the initial medwatch. The information was inadvertently left out. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The reported event can be detected by following the instructions for use (IFU) sections: ·chapter 6 compatible reprocessing methods and chemical agents. ·chapter 7 cleaning, disinfection and sterilization procedures. ·chapter 8 cleaning and disinfection equipment. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the balloon did not inflate; transducer broken on the ultrasonic gastrovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: air/water balloon channel clogged. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿the balloon did not inflate¿ was confirmed. The device evaluation found the water balloon and suction balloon air/water channels were clogged due to insufficient/incorrect reprocessing. Also, it was observed that the device had several non-olympus parts (bending section, bending section cover, glue, insertion tube, light guide tube, and ultrasound cord). Additionally, the ultrasound electrical connector had two sunk pins. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.